Manufacturer narrative:
Review of the case notes and attachments in qms revealed the patient had severe aortic calcification severe native leaflet calcification. The commander delivery system was returned to edwards lifesciences for evaluation with atrion inflation device attached and inserted through the loader cap. A kink on the balloon shaft (distal to default marker) was noted and attributed to packaging. A radial and longitudinal burst were confirmed. The balloon appeared to be missing a piece. As per investigational follow-up with the complaint site, it is likely inside the unreturned sheath. No other visual abnormalities observed. The balloon single wall thickness was measured along the tear, as a thickness deviating from the specification could be indicative of an issue during manufacturing of the component. The balloon single wall thickness was found to be within specification at all measured locations. Complaint data for the previous 12 months was reviewed (january 2016 through december 2016) for the commander delivery system (29mm, all models). Five (5) complaint devices have been returned and evaluated for this issue. A review of complaint data for december 2016 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category (¿balloon burst¿). Complaint data for the previous 12 months was reviewed (january 2016 through december 2016) for the commander delivery system (29mm, all models). Nine (9) complaint devices have been returned and evaluated for this issue. A review of complaint data for december 2016 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category (¿withdrawal difficulty¿). The work orders for the manufacturing of the components most relevant to the failure modes reported in this complaint were reviewed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of the lot history revealed zero (0) similar complaints related to ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty - through sheath¿. Based on the review of the ifus and training manual, no deficiencies were identified. During manufacturing, the inflation balloon is both visually inspected and tested several times throughout the process. Product verification testing is also performed on five (5) lot samples. All samples passed product verification testing. These inspections support that it is unlikely that a pre-existing damage on the balloon was present before leaving the manufacturing facility. The complaints for ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty -through sheath¿ were confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the balloon single wall thickness met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the events. A review of IFU/training materials revealed no deficiencies. Reviews of the case notes/attachments and returned imagery revealed that the patient had severe aortic and native leaflet calcification. As stated by the complaint site, the balloon burst towards the end of valve deployment. Based on the noted location of the calcification and a review of complaint history, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. The technical summary documents a review of balloon burst complaint investigations on returned devices over a three year period, with an addendum reviewing investigations over an additional one year period. Over this period of time, there were no confirmed visual or dimensional non-conformances for any of the returned devices. Additionally, there were no observed further complications or patient injuries that could be attributed to the burst balloons. A review of manufacturing mitigations further supported that the balloon catheter has proper inspections in place throughout the manufacturing process to detect issues related to balloon bursts. Furthermore, a review of ifus and training manuals showed that the necessary steps are provided to ensure that the balloon is inflated correctly during the procedure. Based on available evidence, it was found that patient factors, such as calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, the root cause for the balloon burst can likely be attributed to patient factors (calcification in the native valve). Once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system through the sheath, as the burst balloon may have been caught on the tip of the esheath. Furthermore, after the balloon was withdrawn into the sheath, the altered profile would have created additional resistance during withdrawal. Additionally, although there was no note of access vessel calcification, tortuous or calcified access vessels can also cause non-axial retrieval angles, which would have further exacerbated delivery system withdrawal difficulties through the sheath. As such, the root cause for the delivery system withdrawal difficulty can likely be attributed to procedural factors (retrieval of delivery system with burst balloon through sheath). Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) escalation is not required. The complaints for ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty - through sheath¿ were confirmed, but no manufacturing non-conformances were identified. Available information suggests that patient and procedural factors may have contributed to the complaint events. Since no product non-conformances or IFU/training inadequacies were identified, and the complaint occurrence rate did not exceed the december 2016 control limits for the respective trend categories no corrective or preventive action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in switzerland, at the end of the deployment of the 29mm sapien 3 by tf approach in aortic position, the commander balloon burst. Despite the balloon burst, the valve was well implanted and the commander could be retrieved through the esheath without issues and no patient injury occurred. As per medical opinion, no clear cause was identification but possibly due to the native valve calcification, which was considered severe. Balloon aortic valvuloplasty (bav) was performed. The inflation volume was 33.

Manufacturer narrative:
Product evaluation found a radial and longitudinal burst. Additionally, the balloon appears to be missing pieces. There was a bend observed distal to the default marker on the balloon shaft. No other visual abnormalities observed. Additional information indicates the patient had no complications in the following days post implant and was discharged to rehab, and then home and has not been re-admitted. Per follow up with the site, there is no concern regarding pieces remaining in the patient. Investigation is ongoing.